Event description:
Customer reportedly received results of 226 mg/dl and 91 mg/dl within 10 minutes on the advantage system. No action taken based on device results. The customer did not provide the location where the discrepant results were obtained. No adverse event reported. No quality controls were used. Requested return of suspect device and replacement was sent.